Event description:
The dealer alleges the irc5po2v concentrator is loud and the sieve is contaminated and blown. The dealer also stated the alarms did not work. The dealer also stated the unit sticks randomly and alarms 2 green and 1 red light.